Event description:
The original ta was used with no problems. A reload unit was reloaded. When the surgeon used the ta the second time, the guide pin had not properly engaged. A brand new ta unit was used to complete the anastomosis.manufacturer response for ta stapler with dst series 60mm - 3.mm, (brand not provided) (per site reporter)======================unknown====================== manufacturer response for ta stapler with dst series 60mm - 3.mm, (brand not provided) (per site reporter)======================unknown